Manufacturer narrative:
(B)(4).

Event description:
School nurse contacted dexcom on (B)(6) 2016 to report that the receiver displayed err 67 on (B)(6) 2016. School nurse did not report injury or medical intervention. No additional patient or event information is available.